Event description:
According to the reporter, during the laparoscopic sleeve gastrectomy procedure, the device had a sealing that was inadequate or partial (with evidence of energy delivery and end tones heard). The seal showed evidence of energy delivery, and there was bleeding after cutting. The tissue or vessel being sealed was approximately three mm. There was no error message. No blood transfusions were performed. The completion of the procedure was delayed but it was done by switching to another generator.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic sleeve gastrectomy procedure, the device had a sealing that was inadequate or partial (with evidence of energy delivery and end tones heard). The seal showed evidence of energy delivery, and there was bleeding after cutting. The tissue or vessel being sealed is approximately 3 mm. There was no error message. No blood transfusions were performed. This incident did not cause the procedure to be extended by more than 30 minutes. There were post op issues. The completion of the procedure was delayed but it was done by switching to another generator.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the unit had a sealing inadequate/partial (with evidence of energy delivery and end tones heard). The seal showed evidence of energy delivery, and there was a bleeding after cutting. The tissue/vessel being sealed was approximately 3mm.

Manufacturer narrative:
Concomitant medical products: lf1944, jaw lap lf1944 ligasure maryland 44 cm, (lot #40520237x) lf1944, jaw lap lf1944 ligasure maryland 44 cm, (lot #31940025x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the reportmedtronic will submit a supplemental report if additional relevant information becomes known.